Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage the patient in 11-26 in general anesthesia in the knee joint of other repair surgery, preoperative use of the species of closed intravenous indwelling needle for the patient to establish venous access standby, 11-27 indwelling needle extraction after pressure for half an hour is still bleeding more than the joint surgical ward has more than one patient appeared in the above situation, and the patient's coagulation function are normal. The patient's coagulation function was normal. He was immobilized with elastic bandage and compression to stop bleeding.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review lot # 4199365. 1- the products of this batch were assembled at intima ii auto line 4 in august 2024, and packaged at r240 package line in august 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Because the failure issue of the indwelling needle is not identified according to the customer's description, the retained sample analysis is performed. 4. Analysis of possible causes: the catheter of 20ga is thicker; the puncture angle is so small that the puncture wound is relatively big; the application is not fixed in place, and the catheter is active during indwelling, etc. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): since the failure issue of the indwelling needle is not identified according to the customer's description, no abnormalities are found in the production process, no similar complaints have been received from other hospitals about this batch of products, and no defective sample is received, it cannot be confirmed that the difficult hemostasis after catheter removal is related to the quality of the product.

Event description:
No additional information provided.